Event description:
Information received from the healthcare provider indicated that the results of the imaging being done on the patient are still pending. The cause of the shocking and stimulation feeling different has not been determined at this time. Actions and interventions are pending the results of the imaging.

Manufacturer narrative:
Other applicable components are: product ID: 39286-65, lot# va0ydzh040, serial# (B)(4), implanted: (B)(6) 2016, product type: lead .

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that a couple of months ago they stumbled over their cat and thought that maybe something happened to their lead wire. It felt like stimulation was shocking them. The stimulation felt different since the incident. The health care professional (hcp) wanted to ¿take pictures¿ to see what was going on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported on (B)(4) 2017 by the manufacturer representative that they had been originally notified of the issues through patient services and had contacted the patient approximately 1 week ago. The patient called their provider to schedule an appointment to see them but the manufacturer representative had not heard back regarding when this appointment would be. There was no further information at this time.